Manufacturer narrative:
A maquet field service tech (fst) visited the facility and evaluated the device. The customer had provided photos of the affected device. The plastic sleeve securing the light head to the spring arm was cracked, which can allow the retaining pin to move out of position, enabling the reported detachment. The fst replaced the broken spring arm with a new one and returned the unit to service. Also, he checked the other spring arms at the customer site. This malfunction was previously addressed in the u.s. Through the device correction noted.

Event description:
(B)(4).